Event description:
It was reported that the coil fiber broke off. The target lesion was located in the right common iliac artery. A 12mm x 40cm interlock-35 was selected for use. During the procedure, the coil was deployed but the guide wire could not push the coil due to large resistance and could not still be delivered even after injecting heparin. Subsequently, the catheter was withdrawn to take out the coil. It was noted that a single coil fiber bundle broke off upon removal from the catheter and it could not be normally used. The device was simply pulled out and the procedure was completed with another of the same device. There were no complications reported and the patient is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The main coil and delivery wire were returned. Introducer sheath was not returned. The returned coil was found severely kinked and stretched. The delivery wire was inspected, and no damages were noticed. No more damages were found in the device. Microscopic inspection of the main coil was performed and observed that the zap tip has a smooth surface. The interlocking arm was detached (part did not return). Microscopic inspection of the delivery wire was performed and observed that the zap tip has a smooth surface. The interlocking arm was inspected, and no damages were noticed. Dimensional inspection of the delivery wire that could be measured were performed and were within specifications. Dimensional inspection of the main coil that could be measured were performed and observed that the outer diameter (od) of the zap tip and primary coil and no. Of distal fiber bundles were within specifications. However, the no. Of proximal fiber bundles were lacking.

Event description:
It was reported that the coil fiber broke off. The target lesion was located in the right common iliac artery. A 12mm x 40cm interlock-35 was selected for use. During the procedure, the coil was deployed but the guide wire could not push the coil due to large resistance and \could not still be delivered even after injecting heparin. Subsequently, the catheter was withdrawn to take out the coil. It was noted that a single coil fiber bundle broke off upon removal from the catheter and it could not be normally used. The device was simply pulled out and the procedure was completed with another of the same device. There were no complications reported and the patient is stable.